Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. Unable to perform stylet insertion test due to the over torqued inner coil in the connector region. The cause of the reported event was isolated to the over torqued inner coil in the connector region consistent with procedural damage.

Event description:
During an initial implant procedure, the stylet was unable to advance into the right ventricular (rv) lead. The rv lead was explanted and a new rv lead was implanted to resolve the event. The patient is stable.